Event description:
On (B)(6) 2010 this (B)(6) male underwent a total left hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The pt became symptomatic with hip and went to see doctor (B)(6). On (B)(6) 2014 pt underwent revision of the left hip and had the stryker rejuvenate device explanted by doctor (B)(6). Extensive debridement of the joint was done.